Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnormal bleeding') and autoimmune inner ear disease ('aied') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune inner ear disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity/rash"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), alopecia ("hair loss"), fatigue ("fatigue") and skin disorder ("skin condition") and was found to have neoplasm ("tumors"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune inner ear disease, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, hypersensitivity, vaginal discharge, neoplasm, alopecia, fatigue and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune inner ear disease, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, neoplasm, pelvic pain, skin disorder and vaginal discharge to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, genital hemorrhage, hypersensitivity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, hypersensitivity, aied, bladder/urinary problems: vag. Discharge, tumors, hair loss, fatigue were added. Patient demography added. Case is now incident. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnormal bleeding'), autoimmune inner ear disease ('aied / autoimmune disorder type of disorder: possible aied') and cardiac flutter ('blood or heart disorder/condition type: heart flutter') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, allergic rhinitis, tonsillectomy, insomnia and herpes zoster. Current weight 150 lbs. Concurrent conditions included yeast infection, burning micturition, obesity, smoker, papilloma viral infection, anxiety, urine odor abnormal, vaginitis, tooth pain, intermittent fever, chills, myalgia and depression. Family history included diabetes. Concomitant products included ibuprofen for lower abdominal pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune inner ear disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia )"), hypersensitivity ("hypersensitivity/rash / allergic or hypersensitivity reaction type: hypersensitivity"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), alopecia ("hair loss"), fatigue ("fatigue"), urticaria ("rashes or skin conditions type: hives"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), blister ("rashes or skin conditions type:blisters"), cardiac flutter (seriousness criterion medically significant), allergy to metals ("nickel allergy") and vulvovaginal pain ("vaginal pain") and was found to have cervix carcinoma ("tumors/ tumor / teratoma / cancer type: cervical") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune inner ear disease, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, hypersensitivity, vaginal discharge, cervix carcinoma, alopecia, fatigue, urticaria, vaginal haemorrhage, female sexual dysfunction, blister, cardiac flutter, allergy to metals, weight increased and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune inner ear disease, blister, cardiac flutter, cervix carcinoma, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, genital hemorrhage, hypersensitivity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, menorrhagia, dyspareunia, ear pain, dysmenorrhea, hypersensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs and mr was received. New events "abnormal bleeding (vaginal), apareunia, blisters, heart flutter, nickel allergy, weight gain, vaginal pain", new reporters, patient demographic, concomitant and historical condition, concomitant drug , lab data added. Previously added rash condition updated with hives and tumor updated with cervical tumor. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.